Manufacturer narrative:
It was reported the patient's device was explanted on (B)(6) 2019. This report is filed on april 17, 2019.

Manufacturer narrative:
This report is filed on june 04, 2019.

Manufacturer narrative:
Device details were not made available as of the date of this report. This report is submitted on march 11, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced device extrusion and is being clinically managed by the health care provider. Additional information has been requested; however this has not been made available as of the date of this report.